Event description:
Received via medwatch mw5157389 the complaint alleges, "according to the reporter, the unit needs to be evaluated, device was sequestered with accessories. Patient was reported to have a burn on the right upper arm from the unit. Hydrogel and foam dressing was done to treat the burn site. A photo was attached showing the burn on the patient's skin. A non-(B)(6) pencil was used together with the device. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)."

Manufacturer narrative:
No pertinent information related to the device or complainant contact information was received with the user facility report, therefore no investigation can be completed. Root cause can not be determined. If additional information is obtained that is pertinent to the investigation or provides additional details a follow-up report will be provided. Until such time, this can be seen as the final report.